Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. A visual inspection found all labels intact. There was no abnormality found on the main body of the ventilator. A performance test was performed. The value of breathing rate was found to be close to the upper limit but still within the specification. The reported problem was not confirmed. No root cause could be determined. Another problem was identified with the patient outlet connector. The outlet connector was found loose. The patient circuit connector was tightened. UDI and 510k are unknown. No information has been provided to date.

Event description:
It was reported that the actual counts of frequency from the ventilator were not the same as the set value. No patient injury was reported.